Event description:
Customer reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 465 mg/dl (mobile), 210 mg/dl (pharmacy meter), and 213 mg/dl on another (pharmacy meter). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.